Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport slim. Post the implantation on (B)(6) 2026, the patient complained of pain during drug administration. The port placement site was reportedly swollen. The port was removed on (B)(6) 2026. Saline was flushed through the removed port, but no specific place where the saline leaks out was detected. Also suspect that the subcutaneous leakage was likely caused by the huber needle coming loose. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.